Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user unable to remove the meds. A technical support specialist called and acknowledged the customer and providing information indicating that there were no issues with the station. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system unable to remove the meds. The customer reported that the medication is visible on the patient profile; however, the user is unable to remove prednisone 20mg meds. The pyxis screen displays a message stating that the medication is not due at this time, resulting in a delay in the dispensing process. There were no adverse events or injuries reported based on this event.